Event description:
It was reported that the ventilator was cycling on and off with an audible alarm. The alarm was making an abnormal noise. The ventilator was not on a pt at the time of the reported event.

Manufacturer narrative:
Na